Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm. Details of the event are provided below. It was reported that a patient developed an aneurysm at the patch site following a carotid endarterectomy angioplasty using cormatrix ecm for carotid repair. A slight bump was noticed during the one month check-up. It appeared to have enlarged to approx two to five centimeters after six months. The aneurysm was removed on (B)(6) 2014 and repaired using bovine pericardium. No further complications were reported.

Manufacturer narrative:
No additional info was provided regarding the implantation procedure. No sample was returned for evaluation.